Event description:
Patient was revised to address acetabular cup loosening. Litigation papers allege the patient continues to experience pain in her left hip and suffers from injuries of a permanent, lasting, and painful nature as a direct and proximate result of the asr systems failure. Papers further allege the patients ability to perform and enjoy regular activities has been impaired.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.

Manufacturer narrative:
Additional information: there is no new information that would change the outcome of the investigation. The complaint is considered closed.